Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message occurred during a case. The system was swapped out for another system and the case was completed. After the case was completed, the customer shut down the system and removed the cassette. Fluid was then noticed around the cassette housing. The system was wiped off and used for the remaining case with no add'l problems. The cassette was not retained for eval. There was no pt impact reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).